Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator eroded and the patient developed an infection. On (B)(6) 2018, the patient's device and right ventricular lead were explanted. The source of the infection was not provided. The patient was stable throughout the procedure.